Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. A revision procedure was performed on (B)(6) 2014 due to loosening of the femoral component. During the procedure, the femoral component was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown, device info - unknown, date implanted - unknown, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.